Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the backlight inverter printed circuit board (pcb). The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank lower display. The ventilator was not being used on a patient at the time the event occurred. The date of the event is unknown.